Manufacturer narrative:
The insulin pump was pump received with no button response due to corroded keypad traces. Unable to perform functional testing due to no button response. The displacement test functioned properly. The motor passed motor test. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Event description:
The customer's mother reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 33 mg/dl. Customer was treated with glucagon by the paramedics. The customer was admitted to the hospital. After troubleshooting was done, customer was advised to monitor the pump and call if issues persist. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 158 mg/dl. The customer stated that the buttons were not responding. Customer does not recall any significant events leading to the alarm . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.